Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) limited liability company (omc) for repair. In the evaluation of omc the following was confirmed; the power supply converter of the device was defective. No abnormalities were noted in the appearance of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was manufactured over 7 years ago. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the failure of the converter in the power supply unit due to aging deterioration due to long-term use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the device did not start up. There was no report of patient injury associated with this event.